Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple system controller emergency backup battery (ebb) replacements, which occurred on (B)(6) 2024 and (B)(6) 2025. It did not look like the patient had any no external power alarms, low voltage alarms, or delayed power switching during battery swaps. It was noted that the controller also looked a little damaged even though it was a year old, and the patient had admitted to dropping it frequently during the first few months of ventricular assist device (vad) therapy. Technical services stated that the event log file confirmed the reported ebb faults on 26jan2025. It appeared that the ebb was not passing the controller internal load test. The controller was exchanged on (B)(6) 2025, the healthcare provider states that the alarms had resolved after the exchange. The patient was still in the hospital, and there had not been an ebb fault alarm since the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller sustaining external damage was not able to be confirmed, as the product was not returned for analysis, and no photos were submitted for review. The reported event of a backup battery fault alarm was confirmed by review of the submitted log files. The event log file contained approximately 11 days of information (16jan2025 to 27jan2025 per timestamp). A backup battery fault alarm was observed to activate at 8:45:20 on 27jan2025 due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded voltage and unloaded voltage of the battery was measured to be outside of the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm. The backup battery fault alarm stayed active throughout the remainder of the available data. A shipping label was provided to the customer; however, to date, the controller has not returned for analysis. The root cause of the reported damage cannot be conclusively determined through this analysis. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.